Event description:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/10314343) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that coil could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). This is one of 3 product under (B)(4). (B)(6). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/10314343) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that coil could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. Product file# (B)(4) the unidentified dcb and connecting cable were not returned. An echelon 14 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for contrast adhering to the inside of the distal tip of the outer sheath. Contrast is extremely difficult to clean off surfaces. The complaint product was returned in the original labeled pouch and was found to be form lot c24511. The coil was returned extremely damaged. The coil¿s socket ring was found pushed down inside the outer sheath (angle ring section). The distal tip of the dpu and the proximal end of the sheath are no longer concentric to each other. The coil has severe intermittent compression and buckling damage along the entire length of the coil. The detachment fiber did not receive heat and melt. Pullback tension was applied to the coil for fiber inspection which found the complete fiber to be intact. The dpu passed electrical testing with resistance at 52.9 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. Post-detachment resistive passed at 53.3 ohms. After laboratory detachment of the coil, it was found that the detachment fiber received heat and melted as designed. Concerning the echelon 14 microcatheter (returned cleaned), two new test coils encountered friction during advancement and received similar buckling and compression damage with the socket ring pushed down inside the outer sheath as was the returned complaint coil. The most likely cause of the friction and damage to all the coils may be due to the inner lining failure of the echelon 14 microcatheter. The circumstances of how and when this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was returned extremely damaged. The coil¿s socket ring was found pushed down inside the outer sheath (angle ring section). The distal tip of the dpu and the proximal end of the sheath are no longer concentric to each other. The coil has severe intermittent compression and buckling damage along the entire length of the coil. The detachment fiber did not receive heat and melt. Pullback tension was applied to the coil for fiber inspection which found the complete fiber to be intact. The device positioning unit (dpu) passed electrical testing with resistance at 52.9 ohms and the enpower systems go green light illuminated. No manufacturing defects were found. The coil detached on the first detachment cycle. Post-detachment resistive passed at 53.3 ohms. After laboratory detachment of the coil, it was found that the detachment fiber received heat and melted as designed. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of multiple products associated with complaint (B)(4).

Manufacturer narrative:
A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. This report is one of several products associated with (B)(4).

Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.